Event description:
It was reported to covidien in 2009 that a customer had a problem with a hemodialysis catheter. The customer reports pt had a 33cm groin placement which fell out, or might have been pulled out. The catheter had to be replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.